Event description:
There was a loss of capture documented. Md estiamtes that it was due to a microfracture of the right ventricular lead. This was replaced the next day. The original was placed in 1992.